Manufacturer narrative:
Sr-(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing with nordic bluetooth device passed. Transmitter functional test passed. Cloud/share data was not available to review. The bin file was reviewed, and it displayed a permanent loss of connection. Confirmation of the complaint was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/24/2017 that on (B)(4) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined.